Event description:
During open gastric bypass, orvil device inserted into patient's mouth and esophagus. Upon gentle traction, the tube became separated from the eea 25 mm anvil. The anvil was lodged in the upper esophagus underneath the cricopharyngeus muscle. It took 2 hours to remove the anvil with intraoperative consultation by additional surgeons and ent. Anvil was removed by esophagoscopy. Patient suffered small anterior tear of esophageal mucosa, no obvious perforation.